Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away last year after (B)(6) 2012. The caller stated that his death was related to possible low blood glucose and a seizure. The caller stated that they no longer have the insulin pump and do not know where it is. No further information was provided.